Event description:
Dr.(B)(6) has stopped using the flowport system due to 3 instances of cartilage scuffing and has reverted to using his metal snn cannulas for joint entry (when using the traditional technique to establish portals).

Manufacturer narrative:
This adverse event is being reported on behalf of pivot medical who was recently acquired by stryker corporation. This event was identified as reportable to FDA through integration remediation activities. The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device is excessive force used to insert/position the cannula. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.